Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) called guidant's technical services to report hearing tones emitted over the past 2 weeks. The device was explanted and will be returned guidant for analysis.